Event description:
It was reported that the patient with this pacemaker reported undesired sensations (inconsistent beating of the heart). It was noted the patient had dropped out of the latitude remote patient monitoring system and therefore an attempt at a patient-initiated interrogation (pii) was unsuccessful. The patient was called in for an in-clinic follow-up and device interrogation showed the device had reverted to safety mode operation. As safety mode operation is not optimal for patients with complete av block, the patient was scheduled for an emergency box change procedure which was successfully performed. Besides intervention, there were no other adverse patient effects reported. Device return is expected.